Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/17/2011, 03/18/2011, and 03/30/2011 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. (B)(4).

Event description:
A consumer reported blurry vision, diplopia and halos following intraocular lens (iol) implant surgery. The pt reported a history of radial keratotomy and dry eyes for which she uses medications (pre-existing). The consumer reported letters appear broken in half. Speed limit signs look like "505 or 303 instead of 50 or 30". F/u info was received from the surgeon that indicated the pt had also had a previous photorefractive keratectomy (prk) (pre-existing). The surgeon was unwilling to complete the questionaire.